Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the evaluation repair notes for a g130 scaler, there was no water flow due to kinked or clogged water tubing inside the cable handpiece. There was a lot small water leakage form the shaft at water needle valve, the handpiece was getting warm per the customer; no injury resulted.